Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer reported that the battery of the insulin pump was died under the insulin pump. Customer was treat with syringe for high blood glucose level. Customer was fatigue due to high blood glucose level. Customer reported the blank display that came back on after troubleshooting. Customer did not alleged about insulin pump was under delivering. The insulin pump will not be returned for analysis.